Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review of the packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with this catalog number, contains the following statements: for single use only. Do not reuse. Sterilized using ethylene oxide. Do not use if package is damaged. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
An end user reported that when prepping for a port placement procedure, 2 lowprofile smartport devices were noted to have "broken sterility" and could not be used. The devices were set aside and a new of the same was used to complete the procedure. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident as it occurred during preparation. The procedure was completed with another same device. It was indicated the reported devices are available for return to the manufacturer for a device evaluation.